Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, contamination was found on multiple components in the monitor. In addition component u1004 was found to have thermal damage. The cause of the failure was the contamination. The root cause of the contamination was ingress of an unknown substance. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was experiencing a service code 204 - belt/monitor unusable.